Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Peritoneal dialysis therapies were reported to be ongoing. The cause of death was reported as a heart attack. There was no indication that there were any device malfunctions in relation to the patient's death; therefore, the device is no longer considered suspect for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be a myocardial infarction. The patient was hospitalized two days prior to death for unrelated indications and was hospitalized at the time of death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death and it was not reported if the patient was connected to the baxter healthcare homechoice device or if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.